Event description:
It was reported that the gastrointestinal videoscope exhibited scope communication error code-e216. The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Updated fields: d8, h2, h3, h6, h11 this supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image, connecting tube has foreign objects. Based on the results of the investigation, it is likely that the reported event occurred due to corrosion on the plug unit. However, a definitive root cause could not be determined. Additionally, olympus confirmed that foreign material was present within the device, however, the type of material or root cause cannot be identified. It is likely the most probable cause of the malfunction connecting tube has foreign objects could not be established. Olympus will continue to monitor field performance for this device.